Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer who indicated that they had processed the return material authorization (RMA) for the sureform 60 stapler instrument that was used with the sureform 60 blue reload. No site visit was conducted. The system was working properly and no additional action was required. Isi has not yet received the sureform 60 blue reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. The sureform 60 stapler instrument used with the sureform 60 blue reload also has not been received. A follow-up MDR will be submitted if the sureform 60 stapler blue reload is returned and evaluated and/or if additional information is received. Per review of instrument logs, the site performed two procedures on (B)(6) 2021 with system (B)(4). The site used two sureform 60 stapler instruments during these two procedures. It is unknown which is applicable to the reported issue. The sureform 60 blue reload is a single-use device. 1st - part #480460-09 / lot #l93210405-0259 - fired 5 sureform 60 reloads with 7 uses remaining. 2nd - part #480460-09 / lot #l93210405-0258 - fired 6 sureform 60 reloads with 6 uses remaining. A review of the site's complaint history identified no other complaints related to the sureform 60 blue reload. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, it was alleged that the sureform 60 blue reload was stuck to tissue. The surgeon was able to remove the tissue from the sureform 60 blue reload and continue with the case. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical support after a da vinci-assisted sleeve gastrectomy surgical procedure to report that they had tissue stuck on the sureform 60 blue reload. The csr reported that they were able to remove the tissue and continue with the case. The csr did not have the sureform 60 blue reload to return to isi for evaluation. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.